Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which no recurring malfunction occurred. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.